Manufacturer narrative:
This is a supplemental report to provide additional information. Two devices were returned to olympus medical systems corp. (Omsc) for evaluation. Either tissue pad of the two devices was intensively worn away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the local distributor that during a spleen resection using three devices, the following event occurred. The tissue pad of the first device was severely worn after a short activation. The user exchanged the first device for the second device. The tissue pad of the second device was also severely worn. The intended procedure was completed with the third device. There was no patient injury reported. This is the report on the first device.